Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic feeling unwell. The field representative would attend a device follow-up soon, but at this time the physician reported potential loss of capture (loc) on the ventricular channel, some noise on the atrial channel that was not affecting the device, and that the rythmiq feature was programmed on and was functioning well. Technical services reviewed the provided printouts and agreed that the available information did appear to show loc. Further troubleshooting of the right ventricular (rv) lead was recommended. At this time, it was reported the patient felt well enough to go on holiday and would be seen for a follow-up after that. Also, when the patient returned they would be enrolled in the remote monitoring system. A request was made for the field representative to provide the name of the physician and hospital, and the resolution for this event. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that the patient implanted with this pacemaker presented to the clinic feeling unwell. The field representative would attend a device follow-up soon, but at this time the physician reported potential loss of capture (loc) on the ventricular channel, some noise on the atrial channel that was not affecting the device, and that the rythmiq feature was programmed on and was functioning well. Technical services reviewed the provided printouts and agreed that the available information did appear to show loc. Further troubleshooting of the right ventricular (rv) lead was recommended. At this time, it was reported the patient felt well enough to go on holiday and would be seen for a follow-up after that. Also, when the patient returned they would be enrolled in the remote monitoring system. A request was made for the field representative to provide the name of the physician and hospital, and the resolution for this event. No adverse patient effects were reported.